Manufacturer narrative:
B3: event date is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for incomplete healing. It was reported that postoperatively, the patient experienced incomplete healing and lower back pain, which was due to cage re-closure and loosening of the fixation system. A revision surgery was happened, during which fixation was extended and the medtronic cage was explanted and replaced with a competitor¿s product; bone fusion was not achieved. And additional hospitalization required for revision surgery. There were no further complications reported regarding the event. The time required for removal was less than 60 minutes.